Event description:
Pt was revised to address chronic dislocation. The rim of the liner fractured. The cup version and adduction angle was changed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.